Manufacturer narrative:
This report is submitted on august 11, 2023.

Event description:
Per the clinic, the patient developed an infection at abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient experienced a loss of osseointegration resulting in fixture loss. The device was explanted (specific date not reported) and was reimplanted with another cochlear device (specific date not reported).